Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The harmonic ace instrument was received and failure analysis found the instrument to have a cracked blade near the base of the blade. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
The harmonic ace instrument has not been returned for failure analysis. A review of the provided image is consistent with the instrument missing part of the tip.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument head broke. A fragment fell inside the patient and was retrieved during the same procedure. The instrument was inspected prior to use with no damage observed. There was no instrument collision. The user completed the procedure with using a backup harmonic ace instrument no further issue reported. There was no further injury to the patient.